Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope went black during the procedure. A visual inspection was performed and showed the scope is bent with internal cracked lenses. This is caused by excessive force applied to the outertube. No manufacturing related defects were observed. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the scope went black during the procedure. A backup device was available to complete the procedure with no patient impact following a short delay.